Event description:
Additional information received indicated that right ventricular lead insulation damage was suspected to be the cause of the event, however, it was not confirmed by diagnostic imaging.

Event description:
During an in clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event, however, the noise persisted. The physician elected to perform no additional intervention to resolve the event. The patient was in stable condition and will continue to be monitored.